Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 3, which was not resettable. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump, and caller was informed of the steps to store and return the malfunctioning pump using the return box and pre-paid label within 10 days. A backup insulin pump was chosen to ensure insulin delivery was not interrupted, and caller understood instructions provided for storing, returning, and receiving the replacement pump.